Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarms due to corroded keypad traces. No numbers ramping up or sticking buttons noted. Unable to test for operating currents and failed battery test alarm due to unresponsive buttons. The device had a cracked display window corner, scratched lcd window, and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 83 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.